Event description:
The manufacturer received information alleging a bipap a40 had a ventilator inoperative condition while in patient use. The patient's blood oxygen level was low and was admitted to the hospital. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer reported MDR 2518422-2018-02980-1. The correct report number is MDR 2518422-2017-02980-1.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 allegedly had a ventilator inoperative condition while in patient use. The patient's blood oxygen level was low and was admitted to the hospital. The patient expired on 01/08/2018. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The customer's complaint was confirmed. The device's error log was downloaded and reviewed by the manufacturer. An error code was found for low minute ventilation alarm and multiple ventilator inoperative conditions. Product labeling states, "the bipap a40 ventilator is not a life support device. The device is contraindicated for patients that have the inability to maintain a patent airway or adequately clear secretions."